Event description:
It was reported that the patient¿s ins was not working, clarified as all he saw was a big question mark thing it¿s not reading with the patient programmer (pp). This issue started a month ago ((B)(6) 2013) when the patient was on vacation. The patient was able to charge the battery for the system. The charger has all kinds of screwy symbols that the patient did not understand and he was directed to synch it up but it did not pair up. The patient last recharged 1.5 months ago. An ins overdischarge was suspected. The next day no stimulation sensation was reported. The patient has not felt stimulation nor been able to charge his ins for 1.5 months. The recharger was able to be charged, it was currently 90% charged. It was determined that the ins was more than likely in an overdischarge state. The patient did not have a current follow up doctor but he was going to call the clinic to find out what doctor he could make an appointment with. It was later reported that the ins was replaced. As of (B)(6) 2014 the patient was doing fine.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 3 7754, serial# (B)(4); product type recharger product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received indicated as far as the manufacturer representative could remember, the procedure had been for a routine replacement.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed the ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 183. The last recorded recharge session done while the device was implanted was on the default date of (B)(6) 2000 due to over discharge. The device was recharged for 57 minutes. The battery charged from 2.750v to 3.530v. The parameter trend diagnostic section of the trace report shows the last patient usage on (B)(6) 2013. The battery discharged to the lock mode on (B)(6) 2013, the total therapy loss count is 24. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The recharger had full coupling and the ins recharged for 3 hours and 27 minutes from 3.135v to 3.920v. Charging was interrupted to obtain the ir and trace report. Charging resumed for 5 hours and 57 minutes bringing the battery voltage to 4.020v.

Manufacturer narrative:
(B)(4)